Event description:
Hcp reported catheter disconnect occurred with pt experiencing respiratory compromise and starting to have signs of rhabdomylosis. Treatment was started before pt went into "full blown withdrawal". Follow up with hcp revealed pt's symptoms were treated with oral baclofen. Pt's catheter was replaced, pt sent home but failed to improve. Pt's new catheter was visualized with fluoro and a dye study but no conclusive findings were found. Pt was not able to maintain clinical stability on oral baclofen. Based upon pt's lack of clinical response, pt was readmitted and pump and catheter were replaced. Pt appears to be responding well with the new system.